Event description:
During testing, it was noticed that water leaked from the cutter release switch of the device. There was no patient involvement and no adverse consequence reported as a result of this event.

Manufacturer narrative:
The handpiece involved in the event was evaluated. The alleged failure was unable to be duplicated.